Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced and the high voltage cable was regreased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's digital subtraction angiogram failed during a procedure and displayed a milliamp too low error message. No pt injury was reported.